Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the current controlling transistor q1 was shorted and the charger battery board was contaminated. The root cause for the contamination and shorted transistor was ingress of an unk liquid. No adverse event resulted from the contaminated battery board and shorted qa transistor. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that his charger was not charging his batteries. The pt was issued a replacement battery charger/modem.